Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer pump was suspended last night. Customer's blood glucose was 5.8mmol/l. The customer removed the sensor and requested replacement. The customer was advised to call before removing the sensor to allow troubleshooting. The customer was advised that replacement will be send.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.